Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being in the hospital with diabetes ketoacidosis, but it had nothing to do with the insulin pump. The customer was really sick and throwing up for fourteen hours. The paramedics were called and they took her to the hospital. The customer mentioned that in the morning her glucose level was 400 to 600mg/dl; she was getting shots of lantis and the basal rates were adjusted. The customer stated that apparently she had high white cells and an infection, but they gave her antibiotic, which may have contributed to raise her glucose level. No further information was provided.